Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been hospitalized due to diabetic ketoacidosis five times within two years. Customer's mother stated that four out of the five times, the customer had not been wearing the insulin pump. The caller also reported that the customer had extreme fluctuations in blood glucose levels and experiences highs and lows. The insulin pump was not replaced or returned for analysis.